Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted into hospital for syncopal episode. Upon interrogation, no events related to syncopal episode bur there were multiple mode switch episodes that appeared to be from far-field r wave over-sensing in the atrial chamber. The device was reprogrammed. The patient was stable post-resolution.